Manufacturer narrative:
Section a: patient information is unknown. Product status: the automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
It was reported that when the automated impella controller (aic) was powered on for use during an emergent case, and the medical team was alerted to an error message "system self-check failed." A back-up aic was used instead, and no patient harm was reported.